Event description:
It was reported that while customer completing daily checks, the cardiosave intra-aortic balloon pump (iabp) unit display is broken. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit display is broken.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse identified the left top display hinge seized and was unable to move with the right hinge. External mechanical damage was found and nothing internal or impeding unit from operating. The fse replaced display hinges, including right hinge for smooth display operation. Post hinge replacement identified display operating smoothly. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use.